Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h11. Corrected field: d4 (catalog number).

Event description:
It was reported that a getinge emergency support consultant spoke to with a biomedical engineer (biomed) who repeated information he had received second hand. It was reported that during patient transport, the screen of the cardiosave intra-aortic balloon pump (iabp) became white and blank with no waveforms visible. Additionally, the biomed reported that the iabp stopped working. A second pump was placed on the patient and resumed pumping successfully. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found the lower video display white, however, the touchscreen was functional. To address the issue the stm replaced the defective video generator. The stm performed calibration and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that a getinge emergency support consultant spoke to with a biomedical engineer (biomed) who repeated information he had received second hand. It was reported that during patient transport, the screen of the cardiosave intra-aortic balloon pump (iabp) became white and blank with no waveforms visible. Additionally, the biomed reported that the iabp stopped working. A second pump was placed on the patient and resumed pumping successfully. There was no harm or injury to patient and no adverse event was reported.